Manufacturer narrative:
A promus element plus, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged at the proximal stent strut rows with struts lifted and pulled distally and on the mid-section of stent with struts lifted and bunched. The undamaged crimped stent od (outer diameter) was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04dec2020. It was reported that crossing difficulties occurred. The 70-95% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending artery. Following predilitation of the target lesion several times, the 2.50x38mm promus element plus was advanced for treatment but was unable to cross the lesion. The device was removed and the procedure completed with a different device. There were no patient complications reported and the patient status was stable. However, device analysis revealed stent damage.